Event description:
Rec'd info stating customer accidentally performed the fill tubing step instead of fill cannula while attached to the site during the load process. Reportedly, customer's blood glucose level was impacted and customer was hospitalized.

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a f/u report will be submitted. The t:slim insulin pump user guide states, "never fill the infusion set tubing while the tubing is connected to your body. Filling the tubing while it is connected to your body can result in the unintended delivery of insulin."